Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy. Event description: the nurses have a habit of checking that the applicator is working correctly and that the clips are coming out properly before the surgeon needs to apply them, always discarding the first one. She checked, and the clips weren't coming out; the applicator was stuck. This happens to them quite often with our clips, which is why they always check them before using them. Additional information received by an applied medical rep, via email, on 07jan2026: patient is good. Date of the event and awareness date 17dec2025. No clip was loaded into the jaws. Ctb12 trocar was used. The incident was initially observed when the first clip was loaded. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. Trigger could not be activated. In 2025, this kind of events happened approximately 7 times. Additional information received by applied medical rep via email on 07jan2026: both complaints/incidents happened on the same day with the same patient, during the same surgery. They opened the first clip applicator, and it didn't work. They opened a second applicator, and after checking (they always discard the first one to ensure it works correctly) that it also jammed, they opened a third applicator, which did work correctly. Please let me know if you have any questions. Intervention: opened another applicator. Patient status: na.